Event description:
During a pta / stenting treatment procedure, the wallstent became stuck on the guidewire. During advancement to the lesion in the femoral artery, the deliver catheter became stuck. The device was removed from the patient. A 7 fr medikit j-sheath and amplatz 35 guidewire were used in the procedure. No patient injuries or complications were reported. The patient's status was reported as `good'.